Manufacturer narrative:
Failure analysis noted that the pump had blank display during count. The problem was isolated to the mother board. There was no constant tone during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. The customer stated that the pump was not working. She changed the battery and the pump counted up to six and went blank again. The same thing happened with a new battery. The customer used (B)(6) batteries. The customer was advised to leave the battery out for two hours and to call back if the display did not return. The customer stated the pump started beeping continuously with nothing on the screen. The customer called back stating that the display did not return. Blood glucose at the time of incident was 224mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.